Manufacturer narrative:
Unit was received with cracked and bleeding lcd glass. Unit was received with cracked case at display window corners. Unit received with minor scratches on lcd window. (B)(4).

Event description:
The customer reported via phone call that a baseball hit the insulin pump. The lcd screen had broken pixels. Customer's blood glucose level was 185 mg/dl. The customer could not see what was on the insulin pump. Customer was advised to discontinue use of the device and revert to backup plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.